Event description:
It was reported that downstream occlusion (dso) was damaged. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The reported issue was confirmed. The dso seal was replaced to address this issue. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device passed all testing following repair.